Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: doctor was not able to get the bypass tube into the sheath on two 18fr manta in a row. Additional information on 23may2022: during the tavr procedure, there were no issues with advancing and withdrawing procedure sheaths. Both affected manta sheaths were removed, and a new manta sheath was used with a new manta device each time. The bypass tube did not buckle or bend, it would just not go in the sheath. Current patient condition is reported as fine. Associated to MDR 3010252479-2022-00247 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. No issues were encountered advancing and withdrawing the procedural sheaths. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. The bypass tube did not buckle or bend when excessive force was used attempting to try and push the bypass tube into the sheath. The first 18f manta closure and sheath were removed, and a second 18f manta closure and sheath were opened. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The second 18f manta closure and sheath were removed, and a third 18f manta closure and sheath were opened and deployed without complication with great result. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to MDR fu-3010252479-2022-00247 manta.